Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve was detected during the visual inspection. Permeability test: a permeability test has shown that the shuntassitant is permeable. Computer controlled test: to investigate the drainage, the out-flow is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the vertical positions. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant. To make the proteins / deposits in the shuntassistant more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (part # fv251t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, height: 118 centimeters (cm), weight: 27 kilograms (kg), gender: female. Same event as MDR ID # 3004721439-2022-00365.